Event description:
On (B)(6) 2021, the following information was provided to kci by the patient: the activ.a.c.¿ ion progress¿ remote therapy monitoring system was held allegedly due to an infection and patient was prescribed antibiotics. On (B)(6) 2022, the following information was provided to kci by the home care representative: the patient was allegedly hospitalized due to the reported infection. No further information provided. On (B)(6) 2021, a device history record review for v.a.c.® granufoam¿ dressing lot number 9342891v009 was completed. All end release testing of the product and packaging met specifications. On (B)(6) 2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On (B)(6) 2022, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Additional information regarding v.a.c.® granufoam¿ dressing lot number 9342891v009: lot #: 9342891v009. Expiration date: 30-jun-2024. (B)(6). Based on the information provided, it cannot be determined that the alleged wound infection requiring hospitalization and antibiotics is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient has multiple comorbidities including a history of osteomyelitis. A device history record review of the v.a.c.® granufoam¿ dressing met specifications. The device passed quality control specifications before and after patient placement. Device labeling, available in print and online, states: warnings. Dressing changes. Wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Wound infection: call your doctor or nurse right away if you think your wound is infected or if the following symptoms develop or worsen: you have a fever. Your wound is sore, red or swollen. Your skin itches or you have a rash or redness around the wound. The area around the wound feels very warm. You have pus or a bad smell coming from the wound. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 11-jan-2022, the following information was reported to kci by the physician via medical records and reviewed on 14-jan-2022: on (B)(6) 2022, patient was seen in office, 15 days post antibiotics. It was alleged wound had a different odor, but no other acute signs of infection noted. Physician noted future removal of some of the bone in operating room may be necessary. A refill of antibiotics was prescribed. On (B)(6) 2021 the patient was seen in office. Alleged signs of infection noted at this time. Physician recommended patient be admitted for further evaluation and IV antibiotics and surgical debridement, but patient refused and wanted to continue oral antibiotics. Additional oral antibiotics prescribed.

Manufacturer narrative:
Based on the additional information provided by the physician, kci's assessment remains the same, it cannot be determined that the alleged wound infection requiring hospitalization and antibiotics is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient has multiple comorbidities including a history of osteomyelitis.